Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic stretched out. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+0.5/110 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6)2018. On (B)(6) 2018 the lens was exchanged with a same length vertically implanted lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.